Manufacturer narrative:
Correction b5: medtronic received information that during use, this act plus instrument was giving deviating test results. Use of instrument was unspecified. There was no adverse patient effect reported with this event. Correction device evaluation : the reported issue that the instrument was giving deviating test results was verified during service. During preliminary analysis, the service technician found that the front housing was broken and the instrument displayed an error message after working several seconds. The issue was resolved by replacing the front housing, the tilt frame, lift drive assembly, the keypad overlay and assy switch. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that there was no error code associated with this issue. Device evaluation summary: the reported issue that the instrument was giving deviating test results was verified during service. During preliminary analysis, the service technician found that the front housing was broken and the instrument displayed an error message after working several seconds. The issue was resolved by replacing the front housing, act plus, the tilt frame, actii, the act lift drive assembly, the keypad overlay and assy switch (pn.m961239a001). Post repair testing was performed per specifications. H.6: update to fdr and fdc codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument was giving deviating test results. Use of instrument was unspecified. There was no adverse patient effect reported with this event.